Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 567mg;/dl, with polydipsia, polyuria, and nausea, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match due to use of suspend, and the basal edit screen and prime menu being accessed. The basal history matched the active basal program settings. The bolus totals did not match and were at a greater than five percent difference. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: during testing, the delivered boluses on each day correctly matched the total daily dose (tdd) bolus history. There was a manual 10 unit audio bolus and a 10 unit normal bolus performed and both were accurately recorded in the bolus history and the bolus tdd history correctly showed 20 units. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with a 2 unit/hour basal rate; end the of testing the basal history correctly showed 2.0 units and tdd showed 48.0 units. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Unrelated to the original complaint, it was observed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.